Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had no prior history of conduction disorders, including right bundle branch block (rbbb), left bundle branch block (lbbb), or first- or second-degree atrioventricular (av) block. The patient¿s pre-existing medical conditions included aortic stenosis and atrial fibrillation. The membranous septum length was reported to be 2.5 mm, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During valve positioning in the cusp overlap view, the inflow edge of the constrained valve within the capsule was positioned at the base of the aortic annulus, with the pigtail confirmed to be at the bottom of the non-coronary cusp. During the procedure, the patient developed complete heart block. The valve was successfully implanted at a depth of 4 mm. A permanent pacemaker was implanted immediately following the procedure, and the patient left the procedural room with the permanent pacemaker in place. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay reported. The patient did not have a prolonged hospital stay for rhythm monitoring related to the event. The patient was subsequently discharged home.